Event description:
Description per the customer: cust was traveling on a motorcycle and smelled smoke coming from the bag where he keeps his personal belongings, it was the batteries that were on fire. Cust pulled over and removed the bag from his motorcycle. The cust wasn't able to retrieve the items, police came and told him it would be an unsafe area so they told him to go, the fire was still going when he left. So all he has "it" his bike.